Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functional testing. Upon eval, there was extensive contamination to the front and rear therapy electrodes. After replacing the contaminated tes, the belt was found to be fully functional. The cause the testing failure was likely due to the extensive contamination to the tes. The root cause of the contamination was unable to be positively identified. No adverse event resulted from the damaged therapy electrodes. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.